Event description:
It was reported that the patient with challenging anatomy presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) was unable to be released from the delivery catheter post fixation. The ralp was removed out of the patient's body, and no device was implanted. Patient condition was stable.

Manufacturer narrative:
The reported event of a separation failure was not confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the device noted the outer helix was stretched out of specification and found no anomaly on the inner helix. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment and further analysis were normal with no anomalies found.